Manufacturer narrative:
(B)(4)

Event description:
It was reported the non-sustained oversensing episodes were observed on a real-time egm due to myopotentials during a follow-up. The noise was able to be reproduced with isometrics testing. The noise was resolved after the programming changes were made. The patient was in good condition.